Event description:
It was initially reported that the patient generator was unable to be communicated with and was being referred for a prophylactic generator replacement. It was confirmed that the physician's programming system was functioning correctly. The estimated battery life calculation revealed that there was negative years until eri=yes. It is unclear if the generator is at end of service or there is a malfunction. Good faith attempts for more information and product return have been unsuccessful to date.

Event description:
Additional information was received that the product analysis was complete on the generator. The reported allegations of failure to program and end of service, were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that indicated that the physician programming system was functioning fine and it is believed that patient is at end of service. The patient was sent for a generator replacement. There was no troubleshooting with the generator since it was not responding. There was no reported trauma. The patient has a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.